Event description:
A rapid response team was called on the patient with altered mental status and hypoxia inspite of 15l oxygen per non-rebreather mask. Oxygen saturation was in the 70's and patient was becoming increasingly confused. Disposable ambu bag (all one piece, mask, bag and connecting tubing) was attached to oxygen source and patient bagged; however, oxygen saturations continued to drop and patient was transferred to ICU. Oxygen saturation in ICU was 60%. Tubing for oxygen connected to the piped in oxygen source and immediately popped off. Code blue was initiated on patient, and oxygen saturation immediately improved with addition of bipap. Respiratory therapist examined the bag/connecting tube system after the code and discovered there was a blockage in the tubing that prevented the flow of oxygen through the system. Patient expired the next day.